Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Nakamura, t., yamakawa, t., hori, j., goto, h., nakagawa, a., takatsu, t., osamura, n., saito, a., hagio, k., mouri, k. (2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery 29(3) 1¿8. Https://doi.org/10.1177/23094990211063963. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00757.

Event description:
The study reported 1 patient experienced cerebral infarction (stroke) in an unknown time frame postop. Upon follow up, the patient demonstrated improvement. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable as the device is not believed to have caused or contributed to the event. The initial report was forwarded in error and should be voided.